Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva 18 ga x 1-1/4 in single port leaked at septum it was reported by customer that hole that the safety needle slides out of, however, began to leak blood. It leaked normal saline with flushing. Verbatim: rcc received a complaint via email. Email(s) attached. Started an IV on patient. Access was good: good blood return, flushed well, no obvious swelling or infiltration. Time reported above is approximate. The hole that the safety needle slides out of, however, began to leak blood. It leaked normal saline with flushing. This seemed to indicate a failed IV access set as the "valve" did not close after removal of the needle. This is just a report of product failure and no harm was caused the patient, other than needing to be stuck again for IV access. Product#: 383519.